Manufacturer narrative:
(B)(4). The sample was not available for evaluation. The issue was not confirmed because there was not enough information; therefore the root cause could not be determined. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
The customer reported 1 unit of (B)(4) lot sx08gd7 that leaked during patient use. The sample was not available. No patient injury or medical intervention was reported for this event.